Manufacturer narrative:
Investigation pending. Additional lot #: 236737.

Event description:
Customer alleges discrepant results with meter. Target therapeutic range 2.0-3.0. Pt self tester claims to have consistently had a result of inr=2.8 for 18 weeks except when on antibiotics in august when inr=1.5. Pt completed a recent course of antibiotics (bactrim) on (B)(6) 2010. Pt takes many medications including pain relievers. Doctor has been adjusting coumadin dosage according to inratio results.